Event description:
The educate clinical events committee adjudicated that patient suffered an arc mi approximately 2 weeks post index procedure.

Event description:
The investigator has indicted the previously reported mi was possibly related to the study device.

Manufacturer narrative:
(B)(4): evaluation results: inherent risk of procedure (mi).

Event description:
An endeavor sprint rx drug eluting stent was implanted in the prox lad. At 9 month follow up patients worst angina status was reported as I per the (B)(6) of angina. Approximately 11 months post the index procedure the patient experienced a myocardial infraction (acute non -stemi), pci/stenting to the lad/diag. Was carried out. Patient recovered with treatment.

Manufacturer narrative:
Evaluation results - inherent risk of procedure (myocardial infraction). (B)(4).